Event description:
It was reported that during the surgery, just after surgeon injected surgical simplex and implanted the stem, pt's blood pressure deteriorated rapidly. The pt had a cardiac arrest. Pt expired.